Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 11/15/2008 and was last repaired on (B)(4) 2013 for a non-related issue. Evaluation of the device observed that the device was outside calibration specifications on the left side. Customer returned two cutters for evaluation. Both had minor nicks but both produced an acceptable test mesh. Improper handling by the user most likely caused the lack of calibration of the device, which could have caused the customer's reported event. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher was not meshing correctly. No additional clinical information was received prior to this report. A follow up medwatch will be submitted if additional clinical information is received.